Event description:
Affiliate reported that during implantation the sensor was broken. Additionally, the sensor showed abnormal readings. When the sensor probe was tied with the suture, the reading rose, and when it was untied, it dropped. The device was revised and monitoring continued.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation, a review of quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter and internal wires are broken at the connector. Internal wires exposed. Suture attached to catheter body. Unable to test. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.